Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), endometrial ablation ('ablation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, cytology report-epithelial cell abnormality interpretation f result-low grade squamous illtraepitheliallesion (lsil) encompassing: hpv/mild dysplasia/gin l. Fungal organisms morphologically consistent with candida spp. Concurrent conditions included left lower quadrant pain and weight loss. Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, device dislocation, female sexual dysfunction, abdominal pain, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, endometrial ablation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Essure was placed in the left tube once again with mild cramping noted by the patient during placement. A few coils were noted bilaterally. Discrepancy noted: essure insertion date (B)(6) 2014 as per pfs. She received treatment for following events apareunia, pelvic/abdominal pain, dysmenorrhea (cramping), migration, vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events apareunia, migration, abdominal pain, dysmenorrhea (cramping), vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation was added. Treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), endometrial ablation ('ablation') and device expulsion ('migration / an ultrasound showed the side essure device was hanging in my womb, out of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, cytology report-epithelial cell abnormality interpretation f result-low grade squamous illtraepitheliallesion (lsil) encompassing: hpv/mild dysplasia/gin l. Fungal organisms morphologically consistent with candida spp. Concurrent conditions included left lower quadrant pain and weight loss. Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / I felt like I was having labour pain and giving birth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/my hair loss completely thinned out and it will not grow back"), dental plaque ("dental plaque"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / at the time of essure implant, I lost weight then, whent I removed essure I gained weight"), visual impairment ("vision/eye problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("lower back pain"), tooth fracture ("teeth cracking / breaking"), asthenia ("I constantly felt weak") and anaesthetic complication ("had a reaction to the anesthesia"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, device expulsion, abdominal pain, fatigue, gastrointestinal disorder, dental plaque, hormone level abnormal, migraine, headache, nausea, weight fluctuation, visual impairment, myalgia, arthralgia, back pain, tooth fracture, asthenia and anaesthetic complication outcome was unknown, the female sexual dysfunction, dysmenorrhoea and vaginal discharge had resolved and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, anaesthetic complication, arthralgia, asthenia, back pain, dental plaque, device expulsion, dysmenorrhoea, endometrial ablation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: need for additional surgery. Essure was placed in the left tube once again with mild cramping noted by the patient during placement. A few coils were noted bilaterally. Discrepancy noted: essure insertion date (B)(6) 2014 as per pfs. She received treatment for following events apareunia, pelvic/abdominal pain, dysmenorrhea (cramping), migration, vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation. Essure removal date provided in pfs : (B)(6) 2017 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : previously reported events "migration, weight gain" pt updated to "partial expulsion of device, weight fluctuation" respectively, new events- "dental plaque, teeth cracking / breaking, I constantly felt weak, had a reaction to the anesthesia, visual impairment, back pain, myalgia, arthralgia" , lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), endometrial ablation ('ablation'), device expulsion ('migration / an ultrasound showed the side essure device was hanging in my womb, out of the fallopian tube') and device breakage ('specimen cannot be determined due to it being fragmented/the essure coil was partially removed from right side') in an adult female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, abdominal distension, bloating and paratubal cyst. On (B)(6) 2013, cytology report-epithelial cell abnormality interpretation f result-low grade squamous illtraepitheliallesion (lsil) encompassing: hpv/mild dysplasia/gin l. Fungal organisms morphologically consistent with candida spp. Concurrent conditions included left lower quadrant pain and weight loss. Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / I felt like I was having labour pain and giving birth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/my hair loss completely thinned out and it will not grow back"), dental plaque ("dental plaque"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / at the time of essure implant, I lost weight then, whent I removed essure I gained weight"), visual impairment ("vision/eye problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("lower back pain"), tooth fracture ("teeth cracking / breaking"), asthenia ("I constantly felt weak") and anaesthetic complication ("had a reaction to the anesthesia"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2017). At the time of the report, the pelvic pain, endometrial ablation, device expulsion, device breakage, abdominal pain, fatigue, gastrointestinal disorder, dental plaque, hormone level abnormal, migraine, headache, nausea, weight fluctuation, visual impairment, myalgia, arthralgia, back pain, tooth fracture, asthenia and anaesthetic complication outcome was unknown, the female sexual dysfunction, dysmenorrhoea and vaginal discharge had resolved and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, anaesthetic complication, arthralgia, asthenia, back pain, dental plaque, device breakage, device expulsion, dysmenorrhoea, endometrial ablation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: need for additional surgery. Essure was placed in the left tube once again with mild cramping noted by the patient during placement. A few coils were noted bilaterally. Discrepancy noted: essure insertion date (B)(6) 2014 as per pfs. She received treatment for following events apareunia, pelvic/abdominal pain, dysmenorrhea (cramping), migration, vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation. Essure removal date provided in pfs : (B)(6) 2017 (discrepancy noted), (B)(6) 2018 procedure : using the monopolar hook cautery device, an incision was made along the axis of the right fallopian tube from the cornea extending approximately 2 cm distally. The essure coil was partially removed on this side before turning attention to the left fallopian tube where a similar incision was created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received: event "specimen cannot be determined due to it being fragmented" added and made medically significant and intervention required due to surgery . Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), endometrial ablation ('ablation') and device expulsion ('migration / an ultrasound showed the side essure device was hanging in my womb, out of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, cytology report-epithelial cell abnormality interpretation f result-low grade squamous illtraepitheliallesion (lsil) encompassing: hpv/mild dysplasia/gin l. Fungal organisms morphologically consistent with candida spp. Concurrent conditions included left lower quadrant pain and weight loss. Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / I felt like I was having labour pain and giving birth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/my hair loss completely thinned out and it will not grow back"), dental plaque ("dental plaque"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / at the time of essure implant, I lost weight then, went I removed essure I gained weight"), visual impairment ("vision/eye problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("lower back pain"), tooth fracture ("teeth cracking / breaking"), asthenia ("I constantly felt weak") and anaesthetic complication ("had a reaction to the anesthesia"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, device expulsion, abdominal pain, fatigue, gastrointestinal disorder, dental plaque, hormone level abnormal, migraine, headache, nausea, weight fluctuation, visual impairment, myalgia, arthralgia, back pain, tooth fracture, asthenia and anaesthetic complication outcome was unknown, the female sexual dysfunction, dysmenorrhoea and vaginal discharge had resolved and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, anaesthetic complication, arthralgia, asthenia, back pain, dental plaque, device expulsion, dysmenorrhoea, endometrial ablation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: need for additional surgery. Essure was placed in the left tube once again with mild cramping noted by the patient during placement. A few coils were noted bilaterally. Discrepancy noted: essure insertion date (B)(6) 2014 as per pfs. She received treatment for following events apareunia, pelvic/abdominal pain, dysmenorrhea (cramping), migration, vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation. Essure removal date provided in pfs : (B)(6) 2017 (discrepancy noted), (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/pelvic pain'), endometrial ablation ('ablation'), device expulsion ('migration/an ultrasound, showed the side essure device was hanging in my womb, out of the fallopian tube'), and device breakage ('specimen cannot be determined, due to it being fragmented,the essure coil was partially removed from right side'). In an adult female patient who had essure (batch no. B76528), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: nausea, vomiting, abdominal distension, bloating and paratubal cyst. On (B)(6) 2013, cytology report-epithelial cell abnormality interpretation f result-low grade squamous illtraepitheliallesion (lsil) encompassing; hpv/mild dysplasia/gin l. Fungal organisms morphologically consistent with candida spp. Concurrent conditions included: left lower quadrant pain and weight loss. Concomitant products included: alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), I felt like I was having labor pain and giving birth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss/my hair loss completely thinned out and it will not grow back"), dental plaque ("dental plaque"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain/ at the time of essure implant, I lost weight then, when I removed essure I gained weight"), visual impairment ("vision/eye problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("lower back pain"), tooth fracture ("teeth cracking/breaking"), asthenia ("I constantly felt weak"). And anaesthetic complication ("had a reaction to the anesthesia"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2017). At the time of the report, the pelvic pain, endometrial ablation, device expulsion, device breakage, abdominal pain, fatigue, gastrointestinal disorder, dental plaque, hormone level abnormal, migraine, headache, nausea, weight fluctuation, visual impairment, myalgia, arthralgia, back pain, tooth fracture, asthenia and anaesthetic complication outcome was unknown. The female sexual dysfunction, dysmenorrhoea and vaginal discharge had resolved. And the alopecia had not resolved. The reporter considered abdominal pain, alopecia, anaesthetic complication, arthralgia, asthenia, back pain, dental plaque, device breakage, device expulsion, dysmenorrhoea, endometrial ablation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: need for additional surgery. Essure was placed in the left tube, once again with mild cramping. Noted by the patient during placement. A few coils were noted bilaterally. Discrepancy noted: essure insertion date: (B)(6) 2014 as per pfs. She received treatment for following events, apareunia, pelvic/abdominal pain, dysmenorrhea (cramping), migration, vaginal discharge, fatigue, gi conditions, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain and ablation. Essure removal date provided in pfs: (B)(6) 2017 (discrepancy noted), (B)(6) 2018. Procedure : using the monopolar hook cautery device, an incision was made along the axis of the right fallopian tube from the cornea, extending approximately 2 cm distally. The essure coil was partially removed on this side before turning attention to the left fallopian tube. Where a similar incision was created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, results: bilateral fallopian tube occlusion. Batch no: b76528, production date: 2013-10-02, expiration date: 2016-10-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.